Event description:
Pt's blood sugar started rising gradually over a period of several days. In 2004 their blood sugar registered "hi" on their glucometer indicating that it was over 600. Pt immediately checked their ketones which indicated a high amount in their urine. They went to the medical ctr ER where they were admitted with diabetic ketoacidosis. They were treated in intensive care and released approx 20 hrs later. The following day their endocrinologist referred them to an rn diabetes educator at the diabetes ctr at med ctr to troubleshoot the dana pump. After approx 2 hrs of investigating the operation of the pump, the educator confirmed that it had indeed malfunctioned. Air bubbles in the tubing were not being detected and therefore not alarming and alerting the pt to the fact that they were not getting the amount of insulin that was programmed into the pump. The educator also confirmed by watching the pt load, prime, program and insert the infusion set that they were doing everything exactly as they had been instructed by the dana rep.